Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.

Event description:
It was reported that during follow-up, an increase in impedance, decrease in r-wave amplitude, and noise were observed. The lead was explanted and replaced.